Event description:
It was reported that during follow-up, stored episodes of noise were observed. In clinic, high frequency noise was observed during deep breathing. Further evaluation was planned. Patient monitoring will continue. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.